Event description:
Event description cpi received information that a patient with a sweet tip lead (4269) was found to have an abnormal lead impedance. They removed the lead from service, and put in another (4269) lead.